Event description:
It was reported that the patient's right ventricular (rv) lead exhibited loss of capture. X-ray was performed and revealed a dislodgement of the rv lead. The lead was successfully re-positioned on (B)(6) 2025. The patient was stable.